Event description:
The customer stated that he was hospitalized due to hyperglycemia. The customer stated that his white blood cell count was elevated and the doctor thought that it could be an infection. The customer stated that he was discharged from the hospital but had to be admitted again due to hyperglycemia. Troubleshooting was performed, and the time on the insulin pump was incorrect. The insulin pump passed the prime, high pressure, and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.